Event description:
It was reported that the right ventricular lead exhibited under sensing, unacceptable thresholds and an increase in impedance. The lead was capped and replaced. The tip portion of the lead was sent back for analysis.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Only a partial lead was returned. Due to the condition of the lead as received, no further tests could be performed.